Event description:
The customer's spouse reported that the customer was hospitalized for dka. The customer was in ICU at the time of call and the contact does not have more details. It was indicated that the customer is being treated in the hosp. The spouse called from home and did not have the pump available for troubleshooting. Advised the contact to call back from the hosp to test the device.